Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter the patient was evaluated and was not recommended to continue with aligner treatment due to significant dental issues that were identified during the assessment. It was determined that the patient's two maxillary central incisors were not restorable and required extraction. Given the extent of damage and the necessity of removal, aligner therapy is no longer appropriate treatment option for this patient. The patient pursued restorative treatment and ultimately received a fixed dental bridge to replace the missing anterior teeth. As such, aligner treatment is no longer feasible or indicated given the changes to patient's dental anatomy and prosthetic rehab.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.